Manufacturer narrative:
Alleged failure: upon a successful "start" button execution the light automatically turned off and we could not turn back on (light source detected light cable and could not turn on from ls console). I had them unplug and plug light cord on the scope and that fixed for about 30 seconds before it turned off again automatically. Swapped light cord and that solved the issue. [Update - same adapter used to complete case, but the light cable was replaced.] The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be unintentional variation in the manufacturing process for safelight adapters, damaged contact ring on the light source and/or not fully seated safelight cable. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.